Event description:
It was reported that the user experienced sustained high glucose readings on an ilet system, with a sensor value of 348 mg/dl and no confirmatory fingerstick available and completed a full supply change of the infusion set with plans to check ketones; pump delivery history indicated insulin was being delivered and meals were announced. Symptoms included hyperglycemia. Outcomes included troubleshooting guidance and education with planned follow-up to confirm glucose trending down. Investigation included user counseling, supply change, and review of pump delivery indications. Investigation of this case revealed no device malfunction observed during the call, and the cause of hyperglycemia remained unclear given lack of confirmatory blood glucose and potential infusion site or sensor factors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.